Manufacturer narrative:
Analysis of the pump found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. Eval code-conclusion applies to the pump. A supplemental regulatory report will be submitted when the code is updated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The pump and was returned for analysis. The patient was receiving an unknown intrathecal medication via an implanted pump. The indication for use was not reported. Further information was not provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Interrogation of the device revealed the pump had been programmed to deliver 10.0 mcg/ml of prilat, 375.0 mcg/ml of clonidine, and 9.0 mg/ml of morphine at 4.247 mcg/day, 159.25 mcg/day, and 3.8220 mg/day, respectively, via simple continuous infusion mode. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp). It was reported that the pump was replaced as the elective replacement indicator (eri) was at 13 months. The patient was without symptoms. The issue resolved, and the patient was without sequela from replacement. The patient¿s weight at the time of the event was unknown. There were no further complications reported.